Event description:
A 1.25 mm x 10 mm sprinter legend rx dilatation balloon catheter was inserted for treatment of an rca lesion. Vessel morphology was reported to be a chronic total occlusion. It was reported that the sprinter legend balloon catheter was advanced to the intended lesion site and inflated 1 time. Upon the first nflation at 2 atmospheres it was noted that the balloon would not inflate. The device was removed from the patient. A second sprinter legend balloon was used successfully. The patient is reported to be fine.

Manufacturer narrative:
Evaluation codes, results, conclusions: other (pending device evaluation).